Manufacturer narrative:
Based on the information provided by the complainant, details regarding a specific correlation between the surgisis tension-free urethral sling¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a bard pelvilace biourethral support system on (B)(6) 2004 and a surgisis tension-free urethral sling on (B)(6) 2004. Both surgeries took place at (B)(6) center in (B)(6) and were performed by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.